Manufacturer narrative:
Additional information: due to characterization limit e1, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was not functioning properly. An error triggered while preparing the patient for use. The device was swapped with another spare device to continue the therapy. No patient harm or injury occured.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and upon inspection, a gas loss alarm was found, no further failures occurred. The device was tested fully and found no faults. Unit autofilled correctly and ran without fault. Device tested as per manufacturers recommendation with reference to service manual. Fault 63 occurred, touch screen was calibrated and the device did not return fault 63. Unit left as found in functional condition ready to be put back into service.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, e1 (event site email), g3, g6, h2, h11 corrected field- h6- medical device ¿ problem code, investigation conclusions, investigation findings.